Manufacturer narrative:
(B)(4). The customer reported the sgc was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed for thrombus noted during the procedure, requiring intervention to prevent injury. It was reported that during the procedure, thrombus was noted in the right atrium at the transseptal site when the mitraclip steerable guide catheter (sgc) was advanced with the dilator. Prior to the thrombus formation, a normal amount of time had lapsed between administration of heparin and insertion of the dilator/sgc. Activated clotting time (act) was therapeutic prior to dilator/sgc insertion. An attempt was made to aspirate the thrombus via the sgc, but that was not successful. Although the sgc and dilator made contact with the thrombus at some point, it did not move the thrombus. It was decided to replace the sgc with another one although there were no device issues with this sgc. The thrombus was then unable to be located in the anatomy. The sgc was removed by itself, separate from the guide wire, but guide wire access was inadvertently lost in the left atrium. The thrombus was found on the back table after the sheath introducer was flushed out. Additional heparin was administered after thrombus was noted and act was maintained above 250 seconds. The transseptal site was re-accessed at the same height as the first puncture and one mitraclip was implanted in the patient with degenerative mitral regurgitation (mr) reducing the mr from 4+ to 1+. The patient was discharged from the hospital two days after the procedure and is reportedly doing well. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with the mitraclip procedure. Based on the information reviewed, there is no indication of a product deficiency.